Event description:
Philips received a complaint on the v60 ventilator indicating that during a test run, there was a check vent: proximal pressure sensor auto-zero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
On 15jan2025, the authorized service provider (asp) evaluated the device but could not get the alleged issue to reoccur. The asp evaluated the diagnostic report (drpt) and confirmed the occurrence of a check vent: proximal pressure sensor auto zero failed diagnostic code. To resolve the issue, the asp replaced the 3rd and 4th solenoid valves. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.